Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply, lemo connector, and the single board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer described a no boot situation. There were no reports of an injury or death.